Event description:
Electrograms indicated that the ICD was not sensing properly. As a result of the undersensing, the device was pacing. Noise was also observed. The lead was tested and found to be normal. The ICD was explanted and returned for analysis.